Event description:
Pump declared an altitude alarm 21, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer received tips from cts on preventing altitude alarms, acknowledged the advice, and resumed insulin delivery with the original cartridge without needing a replacement.